Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the customer experienced low blood glucose (bg) in the 50s (mg/dl); cause was unknown. Customer consumed glucose tablets and juice to address bg level.